Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is not available.

Event description:
Mw report #5062721 was received stating, "I have hip dysplasia and had to have a hip revision. My doctor told me that he had a hop that I couldn't wear out, the johnson and johnson depuy pinnalce metal on metal hip. What the doctor didn't tell me is that it would shorten my life due to major life threatening issues from my mom in my body. Five years after it was put in, it had to be removed as we found that I had pseudotumors (one the size of a softball) around my hip. This is the body's way of fighting metal particles going into the blood stream. Didn't work. I have had many health issues since this hip. I and thousands of other people are fighting for our lives. Why did the FDA not make j&j follow the right guidelines in testing and recalling their products. Many people that have had this can no longer work (I am one) or live comfortably. I am fighting an auto-immune disease, heart issues, thyroid. J&j needs to be held responsible as does the FDA."

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.